Manufacturer narrative:
No product has been returned for evaluation as there was no product malfunction reported. A review of the radiograph and CT scan provided did not confirm the alleged event. The root cause of the vertebral fracture may be related to patient's bone quality and implant selection. Combining manufactures products is not recommended. Labeling review: "...compatibility: do not use reline system with components of other systems than armada system. Refer to the armada system instructions for use for a list of the armada system indications of use. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system..." "...contraindications include but are not limited to: infection, local to the operative site. Signs of local inflammation. Patients with known sensitivity to the materials implanted. Patients who are unwilling to restrict activities or follow medical advice. Patients with inadequate bone stock or quality. "...potential risks identified with the use of this system, which may require additional surgery, include: · bending, fracture or loosening of implant component(s) · loss of fixation · nonunion or delayed union · fracture of the vertebra ..."

Event description:
On (B)(6) 2018, a patient underwent the first of two planned procedures a posterior lumbar interbody fusion with posterior fixation at l2-s1a1 levels using another manufacturers cages. On (B)(6) 2018, the patient underwent the second procedure a vertebral body replacement at l4 level. Post-operative radiographs identified a vertebral fracture at the l3 level. On (B)(6) 2018 the first of 2 revision procedures was performed replacing the screws at l2 and l3 and extending the construct from t9-s2a1 levels. On (B)(6) 2018 the second planned revision procedure was performed to replace the vertebral body replacement with a larger size.